Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up obtained from the clinic that an unspecified intervention is planned or has been performed on the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) of the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.